Manufacturer narrative:
Date of report: 28sep2018. Date received by manufacturer: 27sep2018. Philip's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the overlay power switch and the issue was resolved. The device passed performance verification testing.

Manufacturer narrative:
(B)(6) 2018. (B)(6) 2018. (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the keypad overlay on the ventilator was defective. There was no patient involvement. The event date was not specified; estimate used.